Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had blood glucose levels over 500 mg/dl. The customer stated that they were hospitalized due to the flu. The customer was not wearing the insulin pump during the time of the hospitalization.